Event description:
Pt was undergoing a bilateral thorascopic sympathectomy when the instrument stopped working. Upon removal, the doctor found that the jaws were intact but the pin that holds the jaws was missing. Doctor spent short time looking for pin then got a replacement and completed procedure successfully. Pt condition post procedure was fine. They took x-ray of pt, but could not see foreign object.